Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery depleted rapidly resulting in intermittent pump shutdowns. Reportedly, the customer reverted to alternate therapy for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.